Event description:
Complete cleaning and disinfection of the internal water reservoir and circuits of the sorin 3t heater-cooler is not feasible as designed. This heater-cooler is designed so that it is easily modified to have higher water capacities when necessary. This was done by providing two overflow outlets, one of which must be blocked off with the other connected is available. Use of the higher of the two provides higher water volumes. The problem is that when either of these outlets is blocked, as is necessary in either operational configuration, it results in a dead end segment of the plumbing. This segment cannot be adequately cleaned and disinfected.